Event description:
It was reported that the device used during an urological procedure would not fire staples, but cut the tissue. A new device was used to close the tissue and complete the case. There was no consequence to the pt. The devices were discarded.